Event description:
Information was received indicating that a smiths medical medfusion pump exhibited syringe plunger not in place. No adverse effects were reported.

Event description:
Additional information received via email: no patient was involved.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed both plunger cases were cracked, and the battery was missing. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. The q1 was broken off from plunger board and plunger board broken off from glue. The root cause of the reported issue was found to be design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced plunger board. Performed preventative maintenance and all functional testing.